Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab catheter kinked and was replaced with another. The insertion was reported left axillary which is not included in the instructions for use (IFU). The catheter was not saved for evaluation. The iab was replaced and therapy was provided. There was no reported injury to the patient.